Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) after some compressions" was confirmed during the archive data review and the run_in test. The root cause of the (ua) 17 was the drive train motor failure, likely due to the age of the device. The autopulse platform was manufactured in 2008 and is 14 years old, well past its expected service life of 5 years. During visual inspection, cracks were observed in the screw well area of the front and bottom covers and the load plate cover had a cut, unrelated to the reported complaint. The observed physical damage appeared to be characteristic of user mishandling. The front and bottom covers and load plate cover were replaced to address the observed physical damage. A review of the archive data showed (ua) 17 was observed; thus, confirming the reported complaint. The archive data revealed that the recorded date and time in the archive history were corrupted, only showing activities on november 20, 2020. Therefore, the date of the customer's reported event was not captured. The root cause of the corrupted archive could have been due to repeated power cycling of the device, or due to the unexpected shutdown of the device. Ap vision 3 software was used to clear all the existing corrupted archive data, and the latest firmware was re-installed. However, based on the archive review, the autopulse platform did stop compressions multiple times due to (ua) 17 with a similar sequence as the customer reported, thus confirming the complaint. The motor was on too long during active operation. The autopulse did not reach the target depth within the specification. The autopulse platform passed the initial functional testing without any faults or errors. During servicing, the platform stopped compressions repeatedly during the run_in test using the large resuscitation test fixture (lrtf) due to (ua) 17, thus confirming the reported complaint. The drive train motor was replaced to remedy the complaint. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(4).

Event description:
During use on a 53-year-old male patient, the customer reported the autopulse platform (sn (B)(4) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) after some compressions. The crew attempted to clear the error message several times but were unsuccessful. The customer reported the outcome of the patient was not related to the failure of the board. The patient was discharged from the hospital on the same day as the cardiac arrest. No consequences or impact to patient.